Event description:
This was a peripheral catheterization, an atherectomy above/below the left knee via the right groin. The pt was not obese. Calcification was observed, but there was no tortuosity or scarring. The pt was anticoagulated, act was 182 seconds. Immediately after the case, the 7f sheath was pulled and pressure held for 5 mins. When the access site was checked, there was pulsatile flow. Pressure was held for another 5 mins when a hematoma (6"x 8") was observed developing. Multiple attempts to resolve the hematoma via manual compression were unsuccessful. The pt had a vasovagal response (drop in blood pressure) to groin pressure and the attempt to evacuate the hematoma. The pt's bp responded to atropine and dopamine administered via drip. The physician then accessed left groin to evaluate the right groin access site, which was found to appear normal. The left sheath was sutured in place and left for a procedure which was successfully conducted on (B)(6) on the opposite leg treated for pvd. The pt recovered with no further sequelae and was discharged (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this let and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The indications for use state the device is to be used for diagnostic procedures through a 5f or 6f introducer sheath and the report indicated a 7f sheath was used. Hematoma is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unk as it cannot be definitively determined.